Manufacturer narrative:
(B)(4). Product analysis: microscopic examination of the crest and flank of the leading edge of the set screws are damaged, consistent with misalignment. Functional evaluation with a sample mas found the set screws unable to be fully engaged into the mas head.

Event description:
It was reported that during procedure product was deformed and couldn't be used. The product came in contact of the patient. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.